Event description:
Pacemaker rv lead extraction due to high thresholds. Generator replaced at time of lead replacement. Patient with a history of avnrt and chb post ablation. She was initially implanted with a dual chamber pacemaker in 2010. The thresholds are elevated on the rv lead and the pocket was superficial. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a lead extraction and pocket revision. The pocket was copiously irrigated with antibiotic containing normal saline and subsequently observed. The lead tips for all leads were cleaned and dried thoroughly. The leads were attached to the appropriate ports on the new pulse generator. Tug testing was perfomed on all connections. The device and leads were placed in an aigis pouch within the pocket such that the coiled redundant leads were posterior to the pulse generator. Successful lead extraction and re implant and pacemaker generator change.what was the original intended procedure?pacemaker lead extraction.device #1is this a laboratory device or laboratory test?no.